Event description:
Per the clinic, the patient was prescribed IV antibiotics on (B)(6) 2012, to treat skin flap necrosis and an infection around the implant site. It was also reported that the device was explanted during surgery on (B)(6) 2012. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the patient was hospitalized on two occasions (dates not specified) for IV antibiotic treatment due to ongoing infection post explantation. This report is filed (B)(4) 2012.

Manufacturer narrative:
Correction: the correct model number of the device is ci422; not ci24re (ca) as previously reported. Correction: the correct serial number of the device is (B)(4); not (B)(4) as previously reported. MFR report # 6000034-2012-01406 is a duplicate of MFR report # 6000034-2012-01616; all future mdrs will be reported under 6000034-2012-01616. This report is filed (B)(4) 2012.